Event description:
The pt developed a skin flap injection following implant surgery. The infection was treated and was thought to be resolved. Several months later, the electrode array of the pt's implant migrated out of the cochlea. The surgeon planned revision surgery. Infected granulation tissue was found in the middle ear and cochlea. During reinsertion of the array, the array appeared to be damaged. The implant was removed and a new device implanted.